Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received with two pressure chambers. A visual inspection found the device in good condition with no physical damage. During the functional testing, the air pressure for the tower was measured to be 5.6psi, which is within tolerance. Both of the pressure chambers pressurized as well, but one has a sticky pressure gauge needle that causes an inaccurate reading; reads a little lower than the 280-290mmhg tolerance. The most probable cause for the pressure reading on the tower being 3.4psi would be the wrong units of measurement being used on the customer pressure gauge tool. The inaccurate readings on the pressure chamber were from a sticky needle on the pressure gauge. No actions were taken for the tower as it works as intended. The faulty pressure gauge on the pressure chamber was replaced.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's "psi 3.4 coming out of the tower from compressor". Chambers are not pressurizing. Chamber information: 44003968 and 44003969. Patient involvement is unknown. There was low pressure output in the device.